Manufacturer narrative:
The subject device was transferred from sorc to omsc for evaluation. Omsc checked the subject device and confirmed that there was black foreign object inside the air/water nozzle as reported, and also found that as the result of a component analysis, the component of the black foreign object was protein. Therefore, omsc surmised that this foreign object might be of human origin (skin, hair, body fluids, etc.), but it could not be identified. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, there was the possibility that this event was attributed to the invasion of an external foreign object due to the user¿s insufficient reprocessing, because the component of the reported foreign object (protein) might be not used in endoscopes. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the air/water nozzle was clogging. During the incoming inspection for repair (air/water nozzle clogging) at olympus service operation repair center (sorc), it was found that there was black foreign object inside the air/water nozzle. There was no report of patient injury associated with this event.